Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The pneumatics page indicated that the 35 volt display read zero. The fse recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit declared multiple errors [blower stalled (1134), auxiliary alarm supply failed (1115), 35 volt supply failed (111b) , backup alarm failed (1104), ventilator restart due to anomalies (1101)]. There was no patient involvement. Event date not specified; estimate used.